Event description:
It was reported to philips that the device's host computer was not booting. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was outside of use. The remote service engineer (rse) analyzed the system remotely and identified that the system would not boot up. The review of system log file indirectly indicates malfunction related to host pc. The rse advised the customer to open the m case and confirmed that the host pc's system hd and fan leds were inactive. Upon reconnecting the host pc, the power leds for the hds and fan illuminated. However, the fse noted that multiple failures occurred on consecutive days due to high humidity levels in the technical room. The customer was advised to ensure that the air conditioning in the technical room is consistently operational, maintaining appropriate humidity and temperature between. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.